Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient's daughter reported, her mother's lead was replaced and the doctor told her that the "measurements on the lead were indicating it needs to be changed." Upon follow-up, the hcp reported the lead was "non-functional". The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient's daughter reported her mother's lead was replaced and the doctor told her that the "measurements on the lead were indicating it needs to be changed." Upon follow-up, the hcp reported the lead was "non-functional". The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient's daughter that the lead has a reputation to fracture and the lead was replaced due to this problem. It was further reported that the lead had been replaced prophylactically, in response to company advisory on this lead.

Event description:
The patient's daughter reported her mother's lead was replaced and the doctor told her that the "measurements on the lead were indicating it needs to be changed." Upon follow-up, the hcp reported the lead was "non-functional". The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient's daughter that the lead has a reputation to fracture and the lead was replaced due to this problem.

Manufacturer narrative:
(B) (4)